Event description:
A customer reported experiencing frequent and recurring occlusion alarms. There was no reported impact to the customer's blood glucose level. The customer declined all technical support and follow-up services.